Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; connecting tube has coating peeling; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to a dent on bending tube, bending angle in upwards direction exceeds the standard value; due to breakage of light guide bundle, illumination is uneven; connecting tube has a scratch; grip has a scratch; up/down angulation lever plate has a scratch; angulation lever has a scratch; insertion tube rotation ring has a scratch; switch box has a scratch; universal cord has a scratch; suction connector has a scratch; and scope cover unit has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled coating could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the forceps channel of the evis lucera elite bronchovideoscope had a pinhole. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the coating of the connecting tube was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.